Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported that the patient fell on saturday and ¿sent stimulation offline and they could only run it on one program, the other programs were sending stimulation where it was not supposed to be¿. The patient reported that since the fall, with three of their programs, stimulation was going to their stomach and the one program they had it on, it had to be really low. The patient asked if they could invite a manufacturer representative (rep) to adjust their setting again. It was indicated that a fall was related to the reported issue. Patient services reviewed the reps role and recommended the hcp office contact the rep. The patient put the hcp office person on the line and they stated the patient had to contact the rep and the rep needed to call them to coordinate the appointment. They stated they didn't¿ know who the reps were. An email was sent out to the local reps in the area. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.